Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient clinical ID: lucus 1-2-3-4 pre-op diagnosis: disbalance sagital lumbar procedure: scoliosis disbalance sagital level: t3-illiac it was reported that patient underwent a surgery. Post-op, pain and instability was observed in the patient.

Manufacturer narrative:
(B)(4). X-ray review: post-op x-rays for long segment thoraco sacral fixation show a bilateral rod fracture and loss of saggittal balance. Fusion structures reported as solid, but imaging suggests otherwise. The second images provided still demonstrate a rod fracture in a different location, presumably after revision though the saggittal balance is better the second time. Root cause: undeterminate

Event description:
It was reported post-op x-rays of long segment thoraco-sacral fixation that a bilateral rod fracture and loss of saggittal balance was observed. Fusion structures were reported as not so solid and revision surgery was scheduled.